Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: product ID: 693165, serial# (B)(4), implanted: (B)(6) 2006.

Event description:
The lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.